Manufacturer narrative:
(B)(4). Concomitant medical products: 912076 jgrknt 1.0mm mini 2-0 ndls 886150; 110005315 jgrknt short rigid sz2 imp/drl 792220; 110005315 jgrknt short rigid sz2 imp/drl 877030; 110005315 jgrknt short rigid sz2 imp/drl 257170. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03791.

Event description:
It was reported that during a peroneal tendon repair procedure, two anchors pulled out after being seated. An additional hole was drilled to complete the surgery with new anchors. No additional information was provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Review of device history records found these units were released to distribution with no related deviations or anomalies that lead to the reported event. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.